Event description:
Additional information reported revealed that the sling is not an ams male sling. The patient reported a serial number and incision locations that do not line up with the ams male slings. No further patient complications reported in relation to this event.

Event description:
It was reported that the patient experienced constant scrotal and pelvic pain since implant of their advance sling. The patient had previously met with their healthcare provider, but their pain was not resolved. No further patient complications reported in relation to this event.